Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the issue with door shim which was observed. Eval found the front case door shims missing. The door shims were replaced.

Event description:
It was reported that a spectrum infusion pump had an issue with the door shim. It was also reported that there was no pt involvement.